Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 180 units of insulin. Customer¿s blood glucose was 117 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin delivery.